Event description:
It was reported that a patient using a smiths medical cleo® 90 infusion set would not adhere to the patient's skin. Blood sugar at the time of incident was as high as 500 mg/dl. It was required for the site to be changed out and a corrective insulin bolus was given. The patient recovered with no further adverse effects.